Event description:
The surgeon was implanting a proximal aculoc 2 plate. When inserting the most distal 3.5mm hexalobge screw, a longitudinal fracture across the screw holes formed. The plate was removed and a longer plate with an extension plate was implanted, along with two lag screws across the longitudinal fracture.

Manufacturer narrative:
H3: the returned standard acu-lock proximal vdr plate was visually inspected under magnification. Scratches and darker indentations can be seen in the slot portion of the plate. Chipping can be seen in the far left distal hole on the bottom of the plate.